Event description:
Patient reported "device exchange due to patient product concern". Later healthcare professional confirmed "exchange of textured device due to patient's concern with product". Later healthcare professional reported "implant has "fallen"" and "removal of a textured breast implant due to the patient¿s concern with the product". This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: malposition.